Manufacturer narrative:
Reference medwatch 2032227-2015-10069 for additional information. Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, and excessive no delivery test. The no delivery alarm function properly during the basic occlusion test and occlusion test. Unit had minor scratched display window, cracked battery tube threads, cracked reservoir tube, and cracked reservoir tube lip.

Event description:
It was reported that the customer was hospitalized. Her blood glucose level was 960 mg/dl. The customer treated her high blood glucose level with a bolus but her blood glucose level remained the same. While troubleshooting, the high pressure test failed twice. She was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.